Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the surgeon implanted a lens using the preloaded insertion system, the back haptic of the lens got stuck in the cartridge. The surgeon removed the lens and used a back-up lens instead. There was no incision enlargement, no vitrectomy and no patient post-op injury. Unfortunately, the product was not saved therefore nothing will be returned for evaluation. No other information was provided.

Manufacturer narrative:
Visual inspection was not performed as the pcb00 unit and the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the pcb00 units were manufactured according to specification. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.